Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 25 mg/dl. Reportedly, there were issues with the pump. There was no other information given and troubleshooting was unable to be completed. The reporter could not be reached for additional information. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. This complaint is being reported because the patient allegedly experienced hypoglycemia due to unclear cause while using the insulin pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/20/2016 with the following findings: the black box data began on (B)(6) 2016; the data from the time of the alleged incident was unavailable for review due to continued pump use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.